Event description:
Pump was reported to have malfunctioned after being dropped on floor by customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer in resetting pump, and the malfunction did not recur. Customer was advised on continued use of pump and to contact support if issue recurred.